Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (zxr00 +18.0 diopter) was explanted in a secondary surgical procedure as the lens malfunctioned. Reportedly, a different diopter lens was implanted as a replacement (diopter size unknown). No additional information was provided.

Manufacturer narrative:
Based on new information received, the following sections have been updated accordingly; age/date of birth: 73 yrs. Old / (B)(6) 1944. Sex/gender: female. Date of event: (B)(6) 2018. Additional information: the patient's affected eye was in the left eye (os). It was noted that patient outcome is good. Product was returned on april 4, 2018. If implanted; give date: (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/10/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens box. The sample was inspected by a qualified final inspection operator using 12x magnification. It can be seen that the lens was cut and the edge of the optic was a little bit grey, which may have been contamination. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.